Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost stimulation due to depleted ipg, which was deemed inoperable. It is unknown if the ipg depleted prematurely. Surgical intervention may occur to address the issue.